Event description:
Notes from the operative report: preoperative diagnoses: status post bilateral reconstruction stage I tissue expanders with right-sided deflation of tissue expander before time to exchange implants.postoperative diagnoses: status post bilateral reconstruction stage I tissue expanders with right-sided deflation of tissue expander before time to exchange implants. The visual defect in this tissue expander was at the very top seam of the tissue expander, which was rather unexpected....the previously well-healed right mastectomy scar was incised with scalpel blade then with electrocautery, we dissected down through subcutaneous tissue and periprosthetic capsule to deflate the implant. Implant was removed, evaluated directly with small amount of saline still left in the tissue expander; able to evoke a leak area, which was along the superior seam. At this point, evaluated the capsule which was somewhat contracted was somewhat thickened at the lower portion, proceeded then with lower pole capsulotomy from approximately 5 o'clock to 7 o'clock position. Hemostasis achieved in this area as needed, irrigated with normal saline and then a 10-mm flat drain placed through a separate stab incision toward the axilla and secured with 2-0 prolene. Again, also note that the patient had a prolonged seroma in this area as well, which also supported the need for a drain. At this point, after hemostasis, a new tissue expander was evaluated for leaks, found to have none, evacuated of all retained air and infolded in order to avoid implant rupture...the patient tolerated the procedure well...taken back to recovery in satisfactory condition.